Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in patient populations with leaking (pending rupture or ruptured) aneurysms.

Event description:
On (B)(6), 2011, the patient was treated emergently for a rupturing abdominal aortic aneurysm measuring about 9 cm, and was implanted with three gore excluder aaa endoprosthesis. Final angiography showed no evidence of endoleak. The patient tolerated the procedure well. On (B)(6), 2011, the patient experienced a hot belly and was treated for sepsis. Antibiotics were administered at that time. On (B)(6), 2011, the patient was converted to open surgical repair to treat an abdominal infection. The infected gore excluder aaa endoprostheses were explanted. The patient was stable upon completion. On (B)(6), 2011, the patient was seen on a follow-up visit and was doing well.